Event description:
A sales representative reported seeing posts on the instagram account of a non-coolsculpting office. He reported there were several claims related to pah. He further reported the account has 129,000 followers, and the post discussing pah has 117 comments with many people discussing instances of possible pah and many false claims surrounding coolsculpting adverse events. This complaint captures patient #8 of 21. The patient posted ¿happened to me when I did a second session less than four weeks after the first. Thank goodness we have trusculpt. The pain was unbearable. Sadly zeltiq had no idea how to help. We figured it out on our own that radio frequency would help.¿

Manufacturer narrative:
Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Manufacturer narrative:
Paradoxical hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the cool sculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any cool sculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report via social media of a patient treated with cool sculpting, who may have developed paradoxical hyperplasia (ph) after treatment. This complaint captures patient #8 of 21. The patient reported it happened to them when they did a second session less than four weeks after the first. The patient also reported pain.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. No further information can be obtained due to no contact information for the patient.

Event description:
A sales representative reported seeing posts on the (B)(4) account of a non-coolsculpting office. He reported there were several claims related to pah. He further reported the account has 129,000 followers, and the post discussing pah has 117 comments with many people discussing instances of possible pah and many false claims surrounding coolsculpting adverse events. This complaint captures patient #8 of 21. The patient reported it happened to them when they did a second session less than four weeks after the first. The patient also reported pain.